Event description:
It was reported that during a lap gastric bypass procedure, the knife had fired, but no staples. A new device was opened to re-do the small bowel anastomosis, adding 45 minutes to the procedure.